Manufacturer narrative:
Additional information: device manufacture date and lot number provided. The suspect clamp was returned to the manufacturer for evaluation. It was reported that the clamp pivot pin was missing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the spine clamp was damaged. It was reported that the adjustment screw of the clamp experienced deformation. There was no patient present when this issue was identified. No additional information was provided.